Event description:
It was reported that post angioplasty procedure, unraveled material was found on the pta balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. Unraveling and frayed material were noted proximal to the balloon. No other anomalies were noted to the device. No other functional testing was performed due to the nature of the complaint. Therefore, the investigation for the reported unraveled fibers and the identified material frayed was confirmed, as the unraveled and frayed fibers were noted on the balloon during the visual evaluation. A definitive root cause for the unraveled fibers and material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 06/2023), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the unraveled material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023).

Event description:
It was reported that post angioplasty procedure, unraveled material was allegedly found. The procedure was completed using another device. There was no reported patient injury.